Manufacturer narrative:
A scar has been raised with the supplier to facilitate the investigation of this incidentwe are awaiting the results of the investigation.

Event description:
During use. "The blade would not properly connect and provide an image. This occurred during an emergent airway. The patient was not harmed." No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Event description:
In use. "The blade would ot properly connect and provide an image. This occurred during an emergent airway. The patient was not harmed." No report of serious injury to patient or end user. No report on indirect harm. No report of required intervention to prevent permanent damage. No hospitalisation requied - initial or stay prolonged by 1 day or more. No report of serious injury, disability, or permanent damage. Not reported as life threatening. No death reported.

Manufacturer narrative:
A scar has been raised with the supplier to facilitate the investigation of this incident. Similar device tested. Initial testing involved connecting the device to an alternative monitor, where it operated normally with no display or connectivity issues observed. The device was then subjected to the standard production line functional test sequence, which included inspection of the blade for damage, verification of proper monitor display, confirmation of usb port functionality, and weight verification. The product passed all required checks and was deemed suitable for packaging, with no defects identified. A supplier corrective action request (scar-inv-15) was issued to further investigate a related non-conformance involving the provu single use video laryngoscope handle (040-08-2135u), which had reportedly failed to connect to the screen. The supplier, quan, conducted a detailed assessment of the returned product. Testing confirmed that the handle functioned normally when connected to multiple monitors and also passed 100% functional testing in accordance with (B)(4). No abnormalities or product defects were identified, and the root cause was attributed to customer feedback rather than a manufacturing or design issue. As both the internal evaluation and the supplier's scar investigation confirmed normal product performance and no reproducible failure mode, no corrective or preventive actions were required. Supporting evidence, including functional test results and supplier documentation, has been reviewed. Based on the completed investigation and closure of the associated scar, the complaint is now considered closed. This is the final report for (B)(4).

Manufacturer narrative:
A scar has been raised with the supplier to facilitate the investigation of this incident. Final report estimated to be 30 days time on 02 jan 2026.

Event description:
During use. "The blade would not properly connect and provide an image. This occurred during an emergent airway. Th patient was not harmed." No report of serious injury/harm to patient end user. No indirect harm reported. No requirement for intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more reported. Not life-threatening. No death reported.

Event description:
During use. "The blade would not properly connect and provide an image. This occurred during an emergent airway. Th patient was not harmed." No report of serious injury/harm to patient end user no indirect harm reported. No requirement for intervention to prevent permanent damage no hospitalisation - initial or stay prolonged by 1 day or more reported not life-threatening. No death reported.

Manufacturer narrative:
A scar has been raised with the supplier to facilitate the investigation of this incident we are awaiting the results of the investigation.

Event description:
During use. "The blade would not properly connect and provide an image. This occurred during an emergent airway. The patient was not harmed." No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Event description:
During use. "The blade would not properly connect and provide an image. This occurred during an emergent airway. Th patient was not harmed." No report of serious injury/harm to patient end user. No indirect harm reported. No requirement for intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more reported not life-threatening no death reported

Manufacturer narrative:
A scar has been raised with the supplier to facilitate the investigation of this incident final report estimated to be 30 days time 17th oct 2025.